Event description:
Acct. Rep states that "tubing leaking at the luer lock adapter site". States leaking was discovered approximately an hour after the infusion was initiated. No injury to pt. Occurred.